Event description:
Information received indicates that intra-operative device inspection noted two small holes at the bottom of one of the valve cusps. The surgeon indicated possible damage for a surgical instrument. The product was replaced during the case with no pt complication reported.